Manufacturer narrative:
The device has not yet been returned to the manufacturer.

Event description:
It was reported that the patient was admitted to the hospital with slit ventricles. The physician adjusted the valve from pressure level 1.5 up to 2.5. The patient's ventricles then "ballooned" up. The valve and ventricular catheter were explanted. The physician believes that the patient's symptoms were a result of a king in the non-medtronic ventricular catheter.